Event description:
Int'l complaint ((B)(6)) rec'd reporting an incident during hemodialysis procedure with the use of (2) d1000 "tego's connected to hubs of a dual lumen haemodialysis catheter and being accessed by standard gambro dialysis lines. It was noted that air was being drawn into pt's vascular catheter... As a result of the air entrainment into venous system, pt became clinically unstable. ...hypertensive, tachycardic and dropped o2 saturation. Pt was manually ventilated via a resuscitator and reconnected to ventilator. An echo investigation was carried out and confirmed air in pt's "heart." The devices were removed and replaced. Pt returned to baseline condition. MFR's investigation: device return: two used d1000 tego connectors were returned. Although requested, the involved mating/access devices were not returned. Visual inspection of the "as-rec'd "tego" connectors recorded various damages/tears in the corners of the silicone seal slits. Qe testing and analysis: each of the two returned tego samples were tested per the applicable product specification. The results recorded both tego devices failed leak testing due to the damages/tears to the device componentry.

Manufacturer narrative:
Engineering assessment: analysis of the component damages concluded the damage type and characteristics are not indicative of any know mfg process, equipment or tooling anomalies. These types of extensive component damages are indicative of repeated incorrect handling, excessive force and/or contraindicated usage techniques. Conclusion: visual inspection and testing of the returned tego devices confirmed extensive damages/tears to the silicone seal slits that resulted in leakage. These types of extensive component damages are indicative of repeated incorrect handling, excessive force and/or contraindicated usage techniques. Based on the statistical complaint data and the known incident and event info the most likely cause of this event are not attributable to any deficiencies in the design or assembly of the tego device.